Event description:
The bench technician while working on the device found low output power by the high voltage capacitor. There was no patient involvement. The bench technician while working on the device found low output power by the high voltage capacitor. The device needs a high voltage capacitor. Upon servicing the device it was found that the high voltage capacitor was malfunctioning. Therefore, the high voltage capacitor was replaced which resolved the problem. The device passed all testing and was returned to customer.